Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received, it will be reported on a supplemental report. Device is not available to stryker.

Event description:
It is reported, by way of a legal subrogation claim, that subject was implanted with a right 10 hole clavicle plate on (B)(6) 2014. The plate allegedly broke and caused injuries. The plate was explanted on unknown date.